Manufacturer narrative:
E.1 initial reporter facility- (B)(6) medical ctr. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer 2.2 failed. A field service engineer (fse) replaced the solenoid, but the issue persisted. A matrix half-height drawer was then installed, configured, and successfully tested in the hardware test application (hta). The customer confirmed that the drawer was functioning correctly after testing it multiple times, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.2 failed and would not close at the way. The customer tried to reboot but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.